Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event of gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date. The magnetic resonance imaging (MRI) showed that almost all the hydrogel was placed in the intended location, but there is a bit portion of the hydrogel anterior rectal wall infiltration, as seen by some wispiness, which is likely a layer of the rectum. There was evidence of the continuous line of the rectal wall breaking up. However underneath the hydrogel is still a thick line of muscle, therefore the muscular penetration was ruled out. The amount of hydrogel infiltrated into the rectal wall was too small. Therefore, the patient's stereotactic body radiation therapy (sbrt) will not be delayed due to this event. It was reported the patient did not develop symptoms due to this event. However, the patient's current condition is unknown. No further information has been obtained despite good-faith efforts.